Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was delivering multiple correction boluses without user interaction. Customer experienced a low blood glucose (bg) level of 45 mg/dl. Juice and glucose tablets were consumed to address the bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.